Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic fragments, compatible with coils (') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, endometriosis and uterine bleeding. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramping post essure insertion"), arthralgia ("hip pain"), procedural pain ("I was awake for mine, I cried and ended up squeezing"), menorrhagia ("bleeding during period") and erythema ("I get them on my legs"). The patient was treated with surgery (bilateral salpingectomy laparoscopy operative-dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, abdominal pain, arthralgia, procedural pain, menorrhagia and erythema outcome was unknown. The reporter considered abdominal pain, arthralgia, device breakage, erythema, menorrhagia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: a. Fallopian tubes, bilateral, bilateral salpingectomy: complete cross-sections of bilateral fallopian tubes with no significant pathologic change. Metallic fragments, compatible with coils (see gross description). Endometrium, curettage: proliferative phase endometrium. Negative for atypical hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: considered abdominal pain, arthralgia and procedural pain. The following information was received from social media bleeding during period. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-jul-2020: mr received. Case was upgraded to serious incident. Event "device breakage" added. Explant details added. New reporters, concomitant conditions and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('metallic fragments, compatible with coils'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: dysfunctional uterine bleeding, dysmenorrhea, endometriosis and uterine bleeding. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramping post essure insertion"), arthralgia ("hip pain"), procedural pain ("I was awake for mine, I cried and ended up squeezing"), menorrhagia ("bleeding during period") and erythema ("I get them on my legs"). The patient was treated with surgery (bilateral salpingectomy laparoscopy operative-dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, abdominal pain, arthralgia, procedural pain, menorrhagia and erythema outcome was unknown. The reporter considered abdominal pain, arthralgia, device breakage, erythema, menorrhagia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019, a. Fallopian tubes, bilateral, bilateral salpingectomy complete cross-sections of bilateral fallopian tubes with no significant pathologic change. Metallic fragments, compatible with coils (see gross description). B. Endometrium, curettage: proliferative phase endometrium. Negative for atypical hyperplasia or malignancy. Concerning the injuries reported in this case, the following ones were reported via social media: considered abdominal pain, arthralgia and procedural pain. The following information was received from social media: bleeding during period. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.